Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a damaged power supply connector. In addition, the battery was unable to charge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the damaged power supply connector was excessive force. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a battery charger was unable to power on.